Event description:
The surgery was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: we have received only the outer tube back for investigation. The inner tube and the screw are missing as reported. The foil around the cap is ripped off. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. That the inner tube and the screw are missing could be confirmed. However, since the foil around the cap is already ripped off, it cannot be exactly identified how or when this stop got lost. Consequently, in hindsight and since no fault in the device history records could be detected, the root cause of the complaint is rated as undetermined. By the evidence, that the device passed our 100% final inspection before the device left the manufacturing site, we confirm that the cause of failure is not due to any manufacturing non-conformance's. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. (B)(4). Lot: 4l52655 manufacturing site: selzach supplier: früh verpackungstechnik ag release to warehouse date: may 20, 2019 expiry date: april 01, 2024 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, a sterile tube was opened and the inner tube and screw was missing. This report is for a 3.5mm locking screw. This is report 1 of 1 for (B)(4).